Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided for review. Both the photos shows the sliced piece of the catheter. An unknown foreign material was noted at the middle of catheter piece. Manufacturing site evaluation of the photo showed a 6 fr chronoflex catheter, in both images, it was observed that there was an occlusion in the tubing. It is likely that build-up of material broke loose and adhered to the tubing during the extrusion process. Therefore, the investigation is confirmed for the reported contamination issue. The root cause is manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, after trimming the catheter to the desired length, a suspected foreign body was allegedly found to be inside the catheter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2025) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, after trimming the catheter to the desired length, a suspected foreign body was allegedly found to be inside the catheter. The procedure was completed using another device. There was no reported patient injury.